Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 4. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.